Event description:
It was reported that "the helium 2 alarm occurred on the balloon pump unit". Alleged event occurred while in patient use. Additional information received stated "the pump assembly is replaced. Performed preventative maintenance and functional checklist. Found "20 minute battery" alarm after only five minutes of pumping. Replaced battery. Pump performed to specification. Pump was swapped. No harm to the patient". Patient condition unknown at time of report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the helium 2 alarm occurred on the balloon pump unit". Alleged event occurred while in patient use. Additional information received stated "the pump assembly is replaced. Performed preventative maintenance and functional checklist. Found "20 minute battery" alarm after only five minutes of pumping. Replaced battery. Pump performed to specification. Pump was swapped. No harm to the patient". Patient condition unknown at time of report.

Manufacturer narrative:
(B)(4). The reported complaint of "helium 2 alarm" is confirmed. Returned for investigation was an ac3 pump assembly with the pcs assembly. The part was returned in a brown cardboard shipping box with protective shipping packaging. Visual inspection of the sample was performed and noted that the v3 vent valve wire was sheared off. No other abnormality was noted. The pump assembly was installed into a known good lab inventory ac3 for functional testing. The pump started up and immediately alarmed system error 1. Pumping was initiated and immediately alarmed purge failure. The pcs assembly was removed. Each valve was connected to a 12v dc power supply to check proper function. V1, v2, and v4 responded properly to the 12v supplied with an audible click, indicating proper valve function. V3 did not respond properly, which is consistent with the wire being sheared. A known good lab inventory pcs was installed for testing. After approximately 8 minutes of pumping, the pump alarmed possible helium loss (3). Pumping was reinitiated, with the same result. The pump assembly was removed from the lab inventory ac3 and the outer housing of the pump assembly's bellows box was opened. No abnormality was noted. The bellows assembly was inflated in order to locate the source of the leak. A leak was confirmed to the bellow on the pcs side of the assembly. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet specifications during the complaint investigation due to the leak in the pump assembly. The root cause of this complaint is manufacturing related. A non-conformance has been initiated to further investigate the issue.